Manufacturer narrative:
The reported event of failure to interrogate via rf telemetry was confirmed. The device was received from the field communicating through inductive telemetry only due to unknown cause. After re-loading the device code normally, the pacer was interrogated under nominal conditions with load through rf telemetry without anomaly. Additionally, the device was tested under nominal electrical and mechanical settings and results confirmed normal functionality. Battery assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Despite extensive testing the rf telemetry anomaly could not be duplicated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation an attempt was made to interrogate the pulse generator. The programmer initially recognized the device via inductive telemetry; however, when rf telemetry was attempted the device could not be recognized. A second programmer was used, but the rf telemetry failure persisted. The device was moved outside of the procedure area, and a replacement generator was for implant. There was no patient involvement.

Manufacturer narrative:
The reported event of failure to interrogate through rf telemetry was confirmed. The device was received from the field communicating through inductive telemetry only. After re-loading the device code normally, the he pacer was interrogated under nominal conditions with load through rf telemetry without anomaly. Additionally, the device was tested under nominal electrical and mechanical conditions and results confirmed normal functionality. Battery assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Recovery of rf telemetry after re-loading the device code is consistent with a firmware anomaly and abbott is performing further investigation.